Manufacturer narrative:
(B)(4). A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. It should be noted the gore® tag® thoracic endoprosthesis instructions for use states ¿complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to, endoleak.¿

Event description:
On (B)(6) 2014, the patient underwent endovascular treatment of a thoracic aortic aneurysm using a gore® tag® conformable thoracic endoprosthesis. On an unknown date, a follow-up exam reportedly revealed a suspected distal type I endoleak, and a type ii endoleak originating from a bronchial artery. On (B)(6) 2021, a reintervention procedure was performed. A procedural angiograph reportedly confirmed a distal type I endoleak (cause not reported). A gore® tag® conformable thoracic stent graft with active control system was implanted distally and the type I endoleak was resolved. No treatment was rendered for the type ii endoleak. The patient tolerated the procedure, and the physician will continue to monitor the patient.